Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, before cataract surgery with intraocular lens (iol) implantation an ophthalmic operating system stopped while booting. It is unclear whether the procedure was completed. There was no patient harm.